Event description:
The dealer called and states that the customer sent her an e-mail stating that the wheel lock was not holding and she was transferring and the chair moved and she almost fell in a parking lot. The dealer was not sure which wheel lock or if it was both. This was all the information the dealer had at this time. She will call back with additional information.